Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing episodes were observed via remote transmission. Review of the transmission revealed inappropriate auto-mode switch episodes. Programming changes were made. Patient condition was fine.